Event description:
During an implant attempt of subject lead, appropriate electrical measurements could not be obtained once positioned. The only value measured was impedance, which was around 1700 ohms.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: no manufacturing defect was identified during the laboratory investigation, which could have contributed to the issue as stated in the user report. This issue was likely caused by improper lead tip location. The lead impedance measured during the return analysis (819 ohms) does not coincide with the measurement made during the implantation attempt (around 1700 ohms). The observed damages to the lead are not associated to a manufacturing defect.